Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse changed the membrane wash pump 5 and magnets at incubation ring. The cse then calibrated the sample probe, ring test and ran quality control (qc). Qc was in range. A headquarters support center (hsc) specialist reviewed the data. The hsc stated that issues with the rinse around pump or incubation ring magnet could cause the discordant tni-ultra results. The discordant results could not be reproduced. The cause of the discordant, falsely elevated cardiac troponin I results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The same samples were repeated on the same advia centaur cp instrument. For (B)(6) , the results were lower. For (B)(6), they resulted higher and lower. The customer reported out the lower results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I results.